Event description:
A customer reported ise (ion selective electrode) issues when using the au480 clinical chemistry analyzer. The issues included ise d-pot sensor errors, mid solution stability errors, priming errors, and multiple bubbles noted in the ise lines. The customer also reported erroneous low potassium test results were obtained for one patient sample when using the au480 clinical chemistry analyzer. The customer stated that these results were not reported outside of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
When the ise (ion selective electrode) issues were reported on (B)(4) 2014, the customer technical support (cts) asked customer to check the ise manifold. It was empty. Cts instructed customer to perform the bleaching procedure to see if this would clear the problems and allow the ise to drain properly. This action did not resolve the issue and ise d-pot overflow alarms continued to occur. The customer reinstalled the solenoid valve and ise pre-measure stability errors were generated during calibration. The customer primed the system and reported bubbles in the lines before the electrodes. Cts instructed customer to change the sample d-pot, replace tubing and then prime again and check for bubbles. Customer called back and stated ise problems continued: pre-measure d-pot sensor errors and air was noted during priming. Field service engineer (fse) was requested to evaluate the instrument. Fse replaced the ise reference valve, which had been replaced a month earlier. After med/ref priming, ise still experiencing overflows. Fse replaced roller pump tubing, pinch valve tubing, and ise tube set. After 20 mid/ref and buffer priming, the system was draining properly and no errors were being generated. System was calibrated with passing slope and qc was run with acceptable recovery. Failure mode: multiple parts replaced. No isolated failure mode can be established.